Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort and was not able to walk due to pain radiating from the neck to the hips. It was also reported that the patient visited the emergency room because of shoulder and lower back pain and was given norco and toradol. The physician believed that the shoulder and back pain was not device or procedure related.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort and was not able to walk due to pain radiating from the neck to the hips. It was also reported that the patient visited the emergency room because of shoulder and lower back pain and was given norco and toradol. The physician believed that the shoulder and back pain was not device or procedure related.

Manufacturer narrative:
Additional information was received that the patient had an MRI and the neck pain was not device related.

Event description:
A report was received that the patient was experiencing discomfort and was not able to walk due to pain radiating from the neck to the hips. It was also reported that the patient visited the emergency room because of shoulder and lower back pain and was given norco and toradol. The physician believed that the shoulder and back pain was not device or procedure related.